Event description:
It was reported that the atrial lead had become dislodged. The lead exhibited high pacing thresholds, oversensing and undersensing. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).